Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call of hiving high blood glucose and believed that high blood glucose was caused by malfunctioning insulin pump. Customer's blood glucose was 438 mg/dl. Customer reported of switching insulin pumps and issue was resolved. Customer was advised that insulin pump would be replaced.